Event description:
It was reported on (B)(6)2015 that the patient was experiencing painful stim. The patient just had the implantable neurostimulator (ins) put in last thursday and was experiencing an extreme amount of discomfort. Someone was supposed to call her but no one had. The patient was not given any instruction and did not know anything about the system. The patient did not get the interstim therapy guide. On saturday, the patient noticed the stimulation was way too high and she was having extreme discomfort. The patient's daughter was able to decrease the stim, but she wanted to decrease it more. On saturday, the stim was very painful in the lower vaginal area. It was still painful and uncomfortable but now it was painful higher up in the vaginal area. The patient was not able to get the programmer to connect to the ins. The patient's daughter has assisted her on using the programmer. The patient's daughter was able to verify stim was on by seeing the lightning bolt in the upper left hand corner. The ins was currently on program 1 at 0.80. The patient's daughter was able to decrease stim to 0.65 which the patient stated was comfortable both sitting and standing. On (B)(6) 2015, it was reported that the patient was experiencing an overstimulation sensation with pain in the vaginal area. The patient was redirected to their hcp (healthcare provider). The patient went yesterday and was advised to call the manufacturer. Nothing was explained to the patient who was not happy. The patient noted: still hurting and still had extreme pulsating pain in vagina area. 0.20v. The patient wanted to lower stim. The patient lowered on phone and said it did feel more comfortable. The patient noted she had not gotten any direction with how to work the machine or what to do and had been directed to call medtronic. Patient services walked her through how to increase but noted they would reach out to the field representative as well. The patient was frustrated and didn't really know exactly what she should be doing. On (B)(6) 2015 it was reported that the patient was dissatisfied with their hcp service. The doctor keeps telling her to call the manufacturer about the pain and shocking she has felt. The patient was experiencing a shocking or jolting sensation. The patient was still feeling a lot of pain in the vaginal - pelvic area. The patient turned her stimulation off yesterday and she did have some relief in pain. The patient had contacted her doctor but he keeps telling her to call the manufacturer and that he cannot help her any further. The patient was looking for additional physician listings. The patient was still having extreme pain. The doctor told the patient he could not write anymore oral pain prescriptions. The patient lives on peridium - 800 mg per day. The doctor had managed the patient for ic (interstitial cystitis) for the past 10 years. Two days after implant, the patient had shocking sensation in vaginal - pelvic and rectum area. The patient had turned stim down but was still having spasms and shocking sensation. The patient turned stim off yesterday. The patient was still in pain and still feeling shocking sensations. The patient went to ER after permanent implant on (B)(6) 2015 due to pain and again on (B)(6) 2015 for pain from the implant. The patient went to e.r. Again on (B)(6) 2015. On (B)(6) 2015, the patient went to the doctor to have her staples removed. The patient told her doctor at that visit about pain and ER visits and the doctor directed the patient to call the manufacturer. The patient had had ic. The patient was having bladder spasms and she was having shocking sensations in other areas. The patient thought it was a combination of her ic and the implant. Stimulation had flared up her rheumatoid arthritis and fibromyalgia. On (B)(6) 2015, it was reported that after the last call, the local representative did call the patient back and the representative advised that she turn the stimulation off since she was feeling so much pain and was feeling a shocking sensation. The patient turned stimulation off on friday ((B)(6) 2015) and now felt no pain, but it took about 3 days for the pain to stop after the patient turned stimulation off. The patient was in the process of getting another doctor, but wanted to know what to do in the meantime. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent. Omitted information regarding (B)(4) pain, e.r. - trial - which does not pertain to this event.

Manufacturer narrative:
Concomitant product: product ID 3037, serial # (B)(4), product type programmer, patient; product ID 3 889-, lot # va0r2tb, implanted: (B)(6) 2015, product type lead. (B)(4).